Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that pump completely blank try to place. Customer stated the battery was changed, but the issue was not resolved . Trouble shooting was performed but issue was unresolved and pump need to be replaced. Customer was advised to discontinue pump use and revert to back up plan as per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.